Event description:
It was reported that the patient had her wires and battery replaced because they were old and not working. The patient stated that they stopped working more than 3 years prior to report. The patient reported that they never worked and she had too much going on.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. Product ID 37742, serial# (B)(6), implanted: 2007-(B)(6), product type programmer, patient. Product ID 3708260, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2015-(B)(6). Product type extension. Product ID 3708260, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3888-33, lot# j0322009v, implanted: 2003-(B)(6), product type lead. (B)(4).